Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is left side "possible leaks" and "red dots on the implant" showing in the "mammogram".

Event description:
Patient reported a left side "possible leaks" and "red dots on the implant" showing in the "mammogram". Device has been explanted. Manufacture of device is unknown.